Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2013. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings:a review of the black box showed one reboot event on 10/28/2013 and the pump was off for four days. The battery compartment and battery cap were found to be intact and the battery cap secured properly to the pump. The battery cap contacts were found to be within specification. The pump powered on properly to the verify screen. The battery cap was tightened and then unscrewed a half turn with no reboots occurring. The pump was primed successfully and was exercised for 24 hours with no power issues. The pump¿s cover was removed and no issues were found with the power circuit. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the distributor contacted animas alleging that the pump had lost power. The reporter confirmed that the screen was blank and there were no audible tones or vibrations present. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.